Manufacturer narrative:
(H3) the investigation into the reported 'product damage (cannula kink)" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the cannula kink issue was use related to the excessive force.

Event description:
The user facility reported a 85-year-old white male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported a kinked cannula/tracking issues. The pump was removed. There was no known harm or injury. Upon investigation it was discovered the root cause of the cannula kink issue was use related to excessive force.